Event description:
Rptr received call from a surgery technician. He informed medical equipment repair of an apparent anesthesia machine malfunction. It had reportedly stopped delivering oxygen to the pt. They immediately switched to bottled oxygen without success. There are conflicting reports about whether the incoming oxygen gauge displayed proper pressure or not. In hopes of resolving the problem, a technician left the room to get a new bottle of oxygen; but, by the time he returned, the anesthesia machine had returned to normal operation. Since the procedure was nearly finished, the machine was used to finish the case. As soon as the case was completed the anesthesia machine was removed from service. A follow-up call on 2/9/96 revealed that the machine in question has operated perfectly since the initial problem was reported as have their other three units.